Manufacturer narrative:
Evaluation: no product was returned, however, based on the information provided, it is possible that the device became occluded and ruptured when pressurized during injection. To prevent a recurrence of this type of complaint, we suggest following the instructions for use (IFU c_t_pics_rev.1) booklet, which states: "if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution." It also states: "before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock."

Event description:
Catheter had been insitu since 2007. Ten days later, while flushing line, prior to antibiotic delivery, an audible "pop" was heard. Upon removal, leakage was observed. No adverse consequences to patient. Additional information was provided on 04/05/2007 stating the PICC was located in the svc. The line was flushed with n/saline to ensure patency, following removal of the n/saline syringe, they heard a pop and saw backwash from around the insertion site. The catheter was removed and subsequently flushed (outside the body). Fluid ran from what appeared to be a longitudinal split where there is a transition between the catheter and the manifold. No force was used to remove the device.